Event description:
It was reported that the user experienced sustained high glucose readings on a connected glucose sensor while using the ilet system, with alerts indicating very high values and difficulty confirming capillary glucose due to lack of a glucometer and ketone strips; the user reported scar tissue and stretch marks and performed infusion set changes, replaced the sensor, and later contacted emergency services. Symptoms included feeling unwell consistent with hyperglycemia. Outcomes included potential need for assistance from emergency medical services. Investigation included customer support troubleshooting, education on site change and contacting a healthcare provider, and repeated follow-up attempts. Investigation of this case revealed no visible device issue reported during site changes and an unclear etiology of hyperglycemia with possible contribution from infusion site issues or sensor connectivity interruptions, while user declined further engagement and did not implement a documented backup plan. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.